Event description:
Additional information was received indicating the date of implantation was (B)(6) 2024. During the surgical intervention on (B)(6) 2025, another duraflex graft was implanted. It is unknown if the original graft remains implanted.

Manufacturer narrative:
As no unique identifiers were provided, tutogen could not conduct a manufacturing records review. However, the setrilization batch number was provided, review of which indicated that there were no deviations noted for any of the lots manufactured under the provided number. It was concluded that the event is not related to the duraflex membrane, but a source or event extrinsic to it.

Event description:
Rti surgical, inc. D/b/a evergen received a complaint on 08/15/2025 that indicated the patient underwent a chiari malformation surgical procedure with implantation of a duraflex 4 x 5cm graft on (B)(6) 2024. On an unknown date, the patient developed a csf leak. On (B)(6) 2025, the surgeon noticed that a hole was present in the center of the graft and placed another duraflex 4 x 5 cm graft over the first one. No product identifiers were provided, and additional information has been requested. To date, no additional information has been provided to evergen for review.

Manufacturer narrative:
Evergen's investigation is in process. Once the results are available, a follow-up report will be submitted.